Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. One clip was implanted reducing mr to 2. On (B)(6) 2018, during a follow up visit, the patient complained of dyspnea. Echocardiogram was performed. Mr had increased to 2+. The clip was secure on both leaflets. However, on (B)(6) 2018, another echocardiogram was performed, confirming that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda), and mr increased to 4+. Due to the small valve, and position of the implanted clip relative to the pre-existing posterior flail; a subsequent mitraclip procedure is not feasible. Surgical treatment may be performed in the upcoming weeks. The patient is stable. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda), appears to be related to patient morphology/pathology (small valve and flailed posterior leaflet with annular calcification); however, a definitive cause for the reported dyspnea could not be determined. The reported recurrent mitral regurgitation (mr) was due to the slda and the reported hospitalization was a result of case-specific circumstances. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.